Event description:
The implantable neurostimulator, lead, and extension were returned to the manufacturer. The return paperwork indicated the stimulator was being returned for battery depletion. It was also noted that the system provided no benefit to the patient; the system was used for pain therapy. The system was not replaced. No additional information was provided. The devices underwent routine analysis.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; the ins was functionally okay. Final device analysis of the extension revealed a reliability non-conformance; there was a breached depression in the insulation 18.8 to 19.6 cm from the proximal end of the extension. Final device analysis of the lead revealed a reliability non-conformance; the #0 conductor was broken 2.8 cm from the proximal end of the lead.